Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that the ventilator's printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device will be repaired by replacing part affected with liquid. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The cause to the contamination is accidental spill of the liquid, probably an IV fluid. Our servo ventilators fulfill the standards of ip21. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to the user.